Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient had a depressed skull fracture following the use of the a1059 mayfield modified skull clamp on (B)(6) 2014.

Manufacturer narrative:
The product was not returned for evaluation. DHR review was not done; the lot and serial numbers have not been provided. An investigation for cause was unable to be performed.